Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the manual or instructions (IFU) do not clearly describe how to use the medical device. It was reported that the patient had symptoms of bradycardia. Patient was premature male (B)(6) kg and the patient's mother had a known infection. The customer reported that the device was placed improperly. It was reported that later at an unspecified date and time the patient died, and the death was unrelated to this device and event. The customer noted that the product was destroyed.